Event description:
It was reported that 2 bd vacutainer® safety-lok¿ blood collection sets experienced difficult safety feature activation and were involved in needle stick injuries after use. The following information was provided by the initial reporter: material no. 367281 batch no. Unknown drawing blood with bd butterfly and was stuck after withdrawing needle the patient flinched because safety not engaged. Drawing blood trying to slide safety over needle and stuck self.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 bd vacutainer® safety-lok¿ blood collection sets experienced difficult safety feature activation and were involved in needle stick injuries after use. The following information was provided by the initial reporter: material no. 367281; batch no. Unknown. Drawing blood with bd butterfly and was stuck after withdrawing needle the patient flinched because safety not engaged. Drawing blood trying to slide safety over needle and stuck self.